Manufacturer narrative:
There was no patient involvement. Device returned to manufacture: yes date returned to manuf. 10/12/2018. Report sources: user facility. Failure analysis of the returned part indicates a root cause: contamination buildups were found on the rotary adjustment assembly (nav-ring) matrix of the new nav-ring production process that caused the nav-ring not to function. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The customer reported that they cannot adjust the display or any parameters with the nav-ring. The manufacturer's field service engineer confirmed the reported nav-ring issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem.

Event description:
The customer reported that they cannot adjust the display or any parameters with the nav-ring.